Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided). Although requested, customer declined to provide additional information. Customer also reported that the pump was dropped into water; bg related to this event was not reported. Pump system check with tandem technical support found the pump was functioning properly.